Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing of non-physiological signals was observed on the ra lead. Lead damage was suspected. Lead was extracted and replaced. Patient was stable before, during and after the event.

Manufacturer narrative:
External insulation abrasion was noted at 11.4-11.5cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and oversensing.